Event description:
The devices' front-end adapter was found to be detached, in addition to the offset pin and spring missing during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.